Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in an ambulance on the way to hospital. The cause of death was a heart attack. The caller stated that the customer had breathing issues, heart disease, hypertension, and mild cardiac infarction that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time paramedics arrived. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The customer had been sick and vomiting on and off on the day they passed. The caller declined to return the insulin pump for analysis.